Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros amon quality control result was obtained on a vitros 5,1 fs chemistry system. The investigation determined that the most likely root cause of the event is analyzer related due to incubator contamination. Acceptable amon performance was obtained after performing the routine maintenance procedure of replacing the rate/cm microslide evaporation cap. There is no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros amon quality control result on a vitros 5,1 fs chemistry system. Qc fluid control level l1 = 90.6 vs. An expected result = 73.0 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).